Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a procedure utilizing a suture anchor on (B)(6) 2013. During the procedure, the anchor did not achieve proper fixation. A new hole was created to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay the product will not be returned for evaluation, which was unknown at the time of the initial medwatch.